Manufacturer narrative:
Per investigation conducted by the manufacturing site: as the product has not been returned, a final determination of the root cause is not possible. It was reported that the insulation on instrument was damaged and caused a burn on a patient. By reviewing the failure description, it is most likely that the insulation may have been damaged during reprocessing or during use in contact with other sharp instruments, for example. Due to the defective insulation, the current could jump into the patient, resulting in burns. The IFU advises you to check the item for damage. It is most likely that this was not done properly and therefore the incident can be assumed as user fault. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that during a procedure on (B)(6) 2024, the insulation on the instrument was damaged and caused a burn on a patient. No further information was provided.

Manufacturer narrative:
Customer will not return the device for evaluation; thus we are unable to forward it to the manufacturing site. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).